Event description:
An attempt at additional information was made to the hcp via phone call. The patient was doing well. The clinic had received a call from the patient on the day of report stating that he'd had blood clots. A relationship between the event and the procedure/device could not be provided. No additional details were provided.

Event description:
It was reported that, following a procedure approximately two to three weeks ago, the patient experienced loose and watery stools. It was suggested that the patient may have had a fistula. The patient was to undergo further tests, such as CT and digital rectal examination. The initial procedure was reported to have gone normally. It was later reported that following the procedure, the patient was catheterized for three days. When the catheter was removed, the patient experienced very large stools and fluid, "almost like water," coming from the patient's rectum. The patient was, again, catheterized for one week. Upon removal of the catheter, the same symptoms, as before, occurred. The patient was, then, catheterized again and remained catheterized as of the date of this report. A cystoscopy of the patient was performed, but the results were not known. No information was provided related to the patient's outcome. A follow-up report will be filed if additional information becomes available.